Manufacturer narrative:
The device reported remains implanted and therefore, not returned to lenstec. However, there is no evidence to suggest that any aspect of this device was responsible for the reported event.

Event description:
Lenstec received an email stating " the patient reported eye pain, eye swelling, and decreased vision."